Event description:
The device received with no information.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the lcsc5ha device was returned with the distal tip of the blade broken off and missing. A hot spot was noted on the blade as well. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use." The batch history records were reviewed with no anomalies noted during the manufacturing process. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.